Event description:
Additional information was attained that the patient's high impedance persists in spite of the generator replacement. The physicians are attempting to have the lead replaced but they are waiting for the parental decision about an eventual lead revision surgery.

Event description:
The patient's device was not programmed off.

Event description:
Additional information was received that the patient's device was programmed off. No fall was reported or manipulation of their device. X-rays were received for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was not fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. No strain-relief bend or loop was used. No tie-down was used. Per labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. Part of the lead was behind the generator. One acute angle was observed at the lead bifurcation. No lead break was visible. Based on the x-rays images, the cause for the high impedance is the lead pin not fully inserted into the generator connector block. The patient had revision surgery (B)(6) 2012, the surgeon didn't want to change the lead at this time because not enough time. They decided to change first the generator in the or it was noted that the lead had many damaged pieces all around the connector, there was a bend , because the lead was too "gripped around the generator" site cannot explain clearly in english. They tried to put the lead in a correct way before closing. Reported unfortunately, this lead has too much damage and this patient will have surgery planned another time to change it. Generator pin issue addressed in manufacturing report number :1644487-2012-02750.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device.x-rays reviewed by the manufacturer showed the lead pin to not be fully inserted past the connector block.device malfunction suspected against the lead and additionally the lead pin not fully inserted into the header of the generator addressed in mfg report number : 1644487-2012-02750.

Event description:
A country representative was contacted by a vns treating physician and it was reported that there was a patient with high lead impedance. The patient it was reported had not seen by them for eight years. The patient has multifocal epilepsy with a focus predominantly in right frontal region and since they began taking lamictal and depakine, the patient has a night seizure once every 2 to 3 months. It was indeed an excellent result. On (B)(6) 2012, their generator was interrogated and the results were high impedance and dcdc 7. X-rays were requested but have not been sent to the manufacturer. It was recommended that the patient's device be programmed off. It was reported the patient was very improved then suddenly started to have seizures. It is not known if these were an increase over baseline. No further information has been received at this time.